Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut off and generated an "electrical test failure code # 53" alarm (front end fault). The pt was switched to another iabp and therapy was continued. No pt injury was reported. The customer's biomed evaluated the iabp and observed several "autofill failures" alarms in the fault logs.

Manufacturer narrative:
A company representative recalibrated the internal transducers. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).